Event description:
It was reported that the patient had blood loss. It was reported via social media that after the watchman procedure, the patient experienced bleeding from the access site, which was treated by the nurses. The patient is off blood thinners but is still taking 81mg aspirin.